Event description:
It was reported by service report that the zoom drive was intermittent. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load cell, zoom handle, drive motor assembly.